Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016 to report that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low, out of range shock impedance (0 ohms). The local representative commented that the patient was intubated and there was an external electrode cable positioned over the device pocket. The cable was positioned away from the device pocket and a normal shock impedance test was performed multiple times. Normal shock impedance measurements were recorded. It was discussed that the low, oor measurement may have been due to electromagnetic interference (emi). The local representative believed that the patient had been admitted into the hospital for end-of-life/hospice care. A device check had been requested to determine whether or not to program the device off for dnr/comfort care. The local representative provided instruction on the use of a magnet to suspend tachycardia sensing. There were no allegations against the device operation or functionality. On (B)(6) 2016, the local representative was contacted by the hospital with a request to deactivate the device with a programmer. Shortly thereafter, the hospital contacted the local representative to report that the patient had died and no deactivation was required.